Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not advance. It became evident after the lead was removed that the adapter was preventing the torque from transferring. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).